Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the lead perforated the cardiac wall during the implant. During the case, lead impedances rose and capture was lost. Cardiac tamponade resulted from the perforation and was resolved via pericardiocentesis. The lead was repositioned on the septal wall and measurements were stable and in-range. The patient is recovering from the procedure.